Manufacturer narrative:
(B)(4). Batch # p9136p. The device was returned with the tissue pad damaged, melted, and 100% present. The reported complaint was for tissue pad detached. Dry body fluids were observed on the shaft. The device was connected to the gen11/pi key to test functionality. The device was functional and worked as intended. The probable cause of tissue pad damage is applying pressure between the instrument blade and tissue pad while activating the device without having tissue between the jaws. Prolonged usage of advanced hemostasis mode may cause tissue pad damage. Keep the clamp arm open when back cutting or while the blade is active without tissue between the blade and tissue pad to avoid damage to the tissue pad. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Additional information was requested and the following was obtained: did the tissue pad melt? No. Did the tissue pad detach from the clamp arm and completely fall off? (Not melted away, but broke off?) Yes. Is the tissue pad completely missing from the clamp arm? Yes. Does the surgeon activate the device with the jaws closed, with no tissue between the jaws? Unknown.

Event description:
It was reported that during a "lsk" procedure, the white teflon pad detached. The surgery was finished with a like device. There were no adverse consequences for the patient.